Manufacturer narrative:
The meter was provided for investigation. The investigation found that the meter could not be turned on. The battery contacts and the circuit board were found to be contaminated by liquid which penetrated and corroded the solder contacts. The root cause is the event was found to be contamination of the contacts due to improper handling or maintenance. Per product labeling states, "wipe away residual moisture and fluids after cleaning the housing. Allow wiped areas to dry for at least 10 minutes before performing a test."

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation. Replacement product was sent.

Event description:
There was an allegation of a screen display issue on a coaguchek xs meter serial number (B)(4). On (B)(6) 2022, the patient turned on the meter and noticed there were some segments missing on the meter display. The patient checked the meter memory and saw there were segments missing in the 3 for the result of 2.3 inr from (B)(6) 2022.